Manufacturer narrative:
According to jfrl report, fm was classified as lignin (¿as a result of carrying out phloroglucin - hydrochloric acid reaction on foreign matter, it showed a positive reaction. Note that lignin is a component specifically present in lignified plant tissue.¿ phaseal products are manufactured according to iso 13485 requirements in a class 8 clean area according to iso 14644-1. No wood materials are present is this area. Normal carton paper is not allowed. Phaseal boxes do not release fibers (special carton paper). Pallets do not enter the area. DHR was reviewed for the affected lot and no qns or other issues related to the defect have been confirmed. Conclusion: fm found was classified as lignin. No wood/carton are allowed in the area (iso-8 classification).several steps are carried out to keep the iso-8 classification and avoid fm to enter the area. Personnel has been informed of the complaint.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported there was foreign matter in the bladder of a bd phaseal¿ protector p50. No medical interventions provided.